Event description:
It was reported that during a robotic assisted prostatectomy procedure, after the 6th or 7th clip, they heard a loud crunching sound like broken plastic or the device was empty. It was so loud that the surgeon heard it 10 ft away in the observation box. The jaws of the device could not be opened. They had to wiggle it off the small vein. Once off, there was a lot of force used to get the jaws open. A new one was used to complete the procedure. There was no impact to the patient. The device was discarded. The device was fired by the surgical assistant.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.